Manufacturer narrative:
Diopter: 18.00 se/3.5. Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. Device evaluated by manufacturer? No : lens not returned in packaging. (B)(4). Method: lens work order search. Results: a lens work order search revealed no similar complaint within the work order. A visual inspection of the returned packaging, lens was not returned for evaluation. Conclusions: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4). Iol not returned.

Event description:
The reporter indicated the surgeon implanted a aa4203tl 18.00 se/3.5 silicone single piece lens with toric optic. The haptic broke off in the injector during insertion into the eye. The lens was removed and backup lens, same model and size was inserted. There was no patient injury. Cause of this incident is unknown.